Manufacturer narrative:
The patient had a previous pump exchange in 2020 for driveline damage (MFR#2916596-2020-00816). No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient passed out twice on (B)(6) 2022. There were 6 pump stops and 7 low speed hazards on (B)(6) 2022, (B)(6) 2022, and (B)(6) 2022. Driveline x-rays showed areas of concern on the external portion of the driveline. There was rescue tape on driveline that was not applied by vad coordinator. External driveline repair was performed on (B)(6) 2022, and ungrounded cable was placed. The spliced portion of driveline was returned for evaluation and received on 05apr2022. There was another pump stop and driveline fault event associated with the driveline repair. Pump stop reoccurred on (B)(6) 2022 due to phase to phase short while the patient was on ungrounded cable. Further driveline evaluation confirmed there was a reduction at pump end connector and ground shield inconsistency. The pump was exchanged on (B)(6) 2022, and the patient was doing well in patient care unit. There were no further issues reported after pump exchange.

Manufacturer narrative:
Manufacturer's investigation conclusion: the evaluation of heartmate (hm) ii left ventricular assist system (lvas), serial number (B)(6), confirmed internal driveline wire damage that could have contributed to the reported alarms and pump stop events captured in the submitted log file. Additionally, the evaluation of the replaced external portion of the driveline revealed damage to the silicone jacket; however, a specific cause for the observed damage could not be conclusively determined through this evaluation. (B)(6) was returned assembled with the driveline (dl) severed approximately 10.5¿ from the pump nipple housing. The distal portion of the dl was not returned. The sealed inflow conduit (inlet tube, flex section, and inlet elbow) was not returned. The outlet elbow was returned attached to the pump¿s outlet port. The sealed outflow graft, sealed outflow graft bend relief, and bend relief collar were not returned. Upon disassembly of the (B)(6), visual inspection of the blood contacting surfaces within the pump revealed no evidence of developed or adhered depositions or thrombus formations. The pump was cleaned, and the bearings, rotor and blood contacting surfaces were examined under a microscope; no anomalies were observed that would have contributed to a functional issue. A distal-end driveline replacement was performed on (B)(6) 2022 and approximately 19.5¿ of the external portion/distal-end of the driveline was returned for evaluation. Layers of black tape were observed along the length of the driveline. Upon removal of the tape, damage to the silicone jacket was observed approximately 2.5¿¿ through 4.5¿¿, 6.5¿¿, 9¿¿, and 15¿¿ from the controller connector. Electrical continuity testing of the replaced driveline was conducted and all wires were found to be electrically intact. Visual inspection of the wires revealed no evidence of any breaches or damage to the wire insulation or underlying conductors. The driveline was then submerged in a saline bath for high potential testing to verify the integrity of each wire¿s insulation. The test did not reveal any current leakage in the insulation of any of the driveline wires. The driveline returned with (B)(6), was tested for electrical continuity and all wires were found to be electrically intact. Visual inspection of the driveline wires revealed breaches in the insulation of the red wire approximately 9¿ from the pump housing, the orange and brown wires approximately 9.5¿ from the pump housing, and the yellow wire approximately 10¿ from the pump housing. The observed damage appeared to be the result of fatigue failure due to repetitive flexing of the lead and abrasion against the metal braided shield. Visual inspection of the remaining wire sections revealed no obvious signs of damage to the wire insulation or the underlying conductors. The driveline was then submerged in a saline bath for high potential testing to verify the integrity of each wire¿s insulation. The test did not reveal any additional areas of current leakage in the insulation of any of the driveline wires. If the exposed conductors of the red, orange, brown, or yellow wires contacted the braided shield while the system was operating on a tethered power source such as the power module or mobile power unit (mpu), the resulting short to ground could have resulted in the low speed and pump stop events that were confirmed through the submitted log file. These events could have also occurred if the exposed conductors of these wires contacted the braided shield simultaneously or if the exposed conductors from two wires of different phases contacted each other while the patient was connected to battery power. The pump was cleaned and reassembled; however, due to the location of the confirmed internal dl wire damage, (B)(6) was not functionally tested using a mock circulatory loop. The relevant sections of the device history records for (B)(6) and the driveline, serial number (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The implant kit was shipped on (B)(6) 2018. The heartmate ii lvas instructions for use (IFU) and the heartmate ii patient handbook are currently available. Sections 6 and 8 of the hmii IFU, as well as sections 4 and 6 of the hmii patient handbook, provide information regarding how to clean and care for the driveline and address damage due to wear and fatigue of the driveline. These documents instruct the user to check their driveline daily for signs of damage, such as cuts, holes, or tears. The patient handbook also instructs the user to call their hospital contact right away if the driveline is damaged (or might be damaged). These sections state that despite care, all heartmate ii drivelines have the potential for wire/shield breakdown to occur dependent on duration of use and movement/flexing over time. Additionally, these sections outline indications of driveline damage as well as the how to respond to such events. Section 7 of the IFU and section 5 of the hmii patient handbook address all hazard and advisory alarms, as well as how to respond to each alarm condition. The patient handbook also contains a section on handling emergencies and further instructs the user to call their hospital contact if the patient thinks that, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Event description:
Correction: it was reported that the patient passed out twice on (B)(6) 2022, not (B)(6) 2022. Additionally, the pump was exchanged on (B)(6) 2022, not (B)(6) 2022.